Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was offline in remote support service (rss). A field service engineer (fse) went to another device and pulled the communication configurations. The fse checked the device and ensured that all internet protocol (ip) settings were correct. The fse then worked with the information technology (it) department to reconnect the unit to the server and restore proper communication, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es cart cath lab 5 was offline. The user rebooted the device, but it did not come back online. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.